Manufacturer narrative:
Citation: lin, y. Md et al. Pulmonary valve replacement with balloon-expandable prosthesis under direct vision: a novel therapeutic approach. Annals of thoracic surgery. 2016;101:1576¿7 doi 10.1016/j.athoracsur.2015.05.116. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a female patient with a medical history of pulmonary atresia, ventricular septal defect (vsd) and hypoplastic pulmonary arteries, who underwent implant of a medtronic hancock conduit from the right ventricle to the pulmonary artery. Approximately six years post implant, a complete repair with vsd closure and conduit replacement was performed. No serial numbers were provided. The reason for conduit replacement was not provided. No additional adverse patient effects or product performance issues were reported.